Event description:
During a follow up appointment for the patient feeling continuous stimulation resulting in pain and choking, the patient's programming/device diagnostic data available on the physician's handheld device as reviewed where it was found that the magnet activations appeared odd. They occurred at odd times and the patient claimed to have not used his magnet however he does wear it on his belt buckle. It was noted that the patient had recent fought wild fires and suffered 2nd and 3rd degree burns and had to be intubated. Good faith attempts to obtain additional information as well as a copy of the physician's flashcard have been unsuccessful to date.

Event description:
A copy of the physician's flashcard was received by the manufacturer and the magnet activation history was reviewed. During the review, no issues were noted that would result in more magnet activations being displayed then actually occurred. There were no anomalies identified.

Manufacturer narrative:
Analysis of magnet activation history performed.